Event description:
It was reported that sp set leaked on 2 occasions during use. The following information was provided by the initial reporter: leakage between the rubber stopper of an infusion bag and spike set was found.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-07-07. H.6. Investigation summary : (1) when we checked the appearance of the actual product we received, no abnormalities such as damage or defective molding were found. (2) we confirmed the airtightness of the actual product manufactured by our company (the relevant jis standard: no leak by pressurization of 50 kpa for 15 seconds), and no leak was observed. (3) purified water was injected into the infusion bag actual product, and the actual product manufactured by our company was punctured into the rubber stopper. No liquid leakage was observed. (4) when the rubber stopper of the actual infusion bag was enlarged and confirmed, multiple puncture holes were found. Note that this product also includes cracks in the rubber stopper when it was washed before analysis. (5) when another infusion bag (physiological saline solution bag "fuso" 250ml, serial number (B)(6) ) was punctured with our actual product, no liquid leakage was observed. We presume that this event is not due to our product, but due to the characteristics of the rubber stopper of the infusion container. For reference, a guideline has been issued by the otsuka pharmaceutical factory co., ltd., and if there is a needle hole during mixed injection near the position where the spike was pierced, the strain due to compression may open and lead to liquid leakage. It is stated that there is. When puncturing the spikes, insert the rubber stopper of the infusion container vertically toward the top, and be careful not to let the liquid leak at the same time. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that sp set leaked on 2 occasions during use. The following information was provided by the initial reporter: leakage between the rubber stopper of an infusion bag and spike set was found.